Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 354mg/dl (B)(6) 2016 02:57 pm fasting: yes, 431mg/dl (B)(6) 2016 06:05 pm fasting: yes, 365mg/dl (B)(6) 2016 02:41 am fasting: yes, 395mg/dl (B)(6) 2016 01:10 pm fasting: yes, 333mg/dl (B)(6) 2016 11:20 am fasting: yes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/19/2017 and open vial date is 11/16/2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6).